Event description:
Bayer case number: (B)(4). Acute pain in the back / lowe back pain [low back pain] , neck pain [neck pain] , knees pain [aching in knees] , arms pain [pain in upper extremities] , lateral epicondylitis [lateral epicondylitis] , fissures in both arms [fissures of skin], difficulty with the tasks of daily life [activities of daily living impaired] , chronic emotional [emotional disorder] , psychological state [psychological disorder] , tennis elbow [tennis elbow] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("acute pain in the back / lowe back pain") in a 49-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2024, 3834 days after essure insertion, she experienced back pain (seriousness criterion intervention required), neck pain ("neck pain"), arthralgia ("knees pain"), pain in extremity ("arms pain"), lateral epicondylitis ("lateral epicondylitis"), tennis elbow ("tennis elbow"), skin fissures ("fissures in both arms"), loss of personal independence in daily activities ("difficulty with the tasks of daily life"), emotional disorder ("chronic emotional") and mental disorder ("psychological state"). Essure was removed on (B)(6) 2025. The patient was treated with analgesic (trolamine salicylate) and antidepressants (unknown) as well as surgery (to remove essure). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to back pain, neck pain, arthralgia, pain in extremity, lateral epicondylitis, tennis elbow, skin fissures, loss of personal independence in daily activities, emotional disorder or mental disorder. The reporter commented: patient¿s current status: no analgesic treatment calms these pains. Complicated psychological state, taking antidepressants. The intensity of emotional suffering is particularly linked to the intensity of the pain, which has become very debilitating in everyday life (not possible to work, difficulty with the tasks of daily life, chronic emotional and physical suffering). Removal performed last (B)(6). Awaiting the first signs of improvement. Actions taken to treat the patient in the healthcare facility: comments I lament that patients who have been fitted with the implants do not automatically receive a letter with the adverse effects of this device. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) acute pain in the back / lowe back pain [low back pain] , neck pain [neck pain] , knees pain [aching in knees], arms pain [pain in upper extremities], lateral epicondylitis [lateral epicondylitis] , fissures in both arms [fissures of skin] , difficulty with the tasks of daily life [activities of daily living impaired] , chronic emotional [emotional disorder] , psychological state [psychological disorder] , tennis elbow [tennis elbow] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-jun-2025. The most recent information was received on 01-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("acute pain in the back / lowe back pain") in a 49 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2024, 3834 days after essure insertion, she experienced back pain (seriousness criterion intervention required), neck pain ("neck pain"), arthralgia ("knees pain"), pain in extremity ("arms pain"), lateral epicondylitis ("lateral epicondylitis"), skin fissures ("fissures in both arms"), loss of personal independence in daily activities ("difficulty with the tasks of daily life"), emotional disorder ("chronic emotional"), mental disorder ("psychological state") and tennis elbow ("tennis elbow"). Essure was removed on (B)(6) 2025. The patient was treated with analgesic (trolamine salicylate) and antidepressants (unknown) as well as surgery (to remove essure). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to back pain, neck pain, arthralgia, pain in extremity, lateral epicondylitis, tennis elbow, skin fissures, loss of personal independence in daily activities, emotional disorder or mental disorder. The reporter commented: patient¿s current status: no analgesic treatment calms these pains. Complicated psychological state, taking antidepressants. The intensity of emotional suffering is particularly linked to the intensity of the pain, which has become very debilitating in everyday life (not possible to work, difficulty with the tasks of daily life, chronic emotional and physical suffering). Removal performed last 27 may. Awaiting the first signs of improvement. Actions taken to treat the patient in the healthcare facility: comments I lament that patients who have been fitted with the implants do not automatically receive a letter with the adverse effects of this device. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-jul-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.